Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set. It was further described as "the blue tip of the transfer set detached". This occurred during when the nurse was disconnecting the patient from peritoneal dialysis therapy. The patient used antibacterial soap to clean the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.